Event description:
Message from biomed= I have a c6 with an intermittent warning of "oxygen failure" this device has had oxygen supply failures since installation in (B)(6) 2021.this device was purchased in november 2020. I have attached the error logs.

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defect o2 mixer assembly msp160556 which was replaced. There was no patient or user harm.